Event description:
An event occurred on an unspecified date involving a pump kit, cadd-solis hpca stated that an abnormal display occurred in which the dose count showed ¿0 times,¿ but the effective dose count showed ¿1 time.¿ this occurred during priming at the facility. There were no reported patient involvement and no harm or adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no indication that the complaint was related to a service of the device within the view period. Visual inspection found no damage to the device. The customer issue could not be confirmed, and the root cause was not determined. The device was returned unrepaired to the customer at their request.